Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the watermark was compromised. Device evaluation identified that the device had intermittent power. The case (with led flex, overlays, and battery contacts) was replaced. The circuit boards were inspected, the device was set to factory default, the spo2 sample rate was set to continuous, the case was checked for damage, the device was cleaned, and it was tested on a simulator. The root cause was determined to be that the case was preventing power from flowing into the device as there were issues between the battery terminal and the battery contact not having enough connectivity. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, pack is getting hot and there is no ECG. There was no report of patient harm. No additional information is available.